Event description:
The manufacturer received information alleging visualization of black filters for 12 days, until filters were changed. The patient alleges ent doctor removed black polyps from sinuses. Patient alleges two more black polyps appeared (B)(6) 2024. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.